Manufacturer narrative:
On 04/27/2017 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed. Re-set the cable between positioning sensor unit (psu) and polaris spectra system control unit (scu). Repeated tests and the instruments could be recognized normally. Issue resolved. System performed as intended. - a medtronic representative, following-up at the site, reported the unit was not returned for evaluation, unit was not replaced and therefore evaluation results unavailable. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site doctor that their navigation system positioning sensor unit (psu) could not recognize their probe and reference frame when in cranial software. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.